Event description:
It was reported that there were high thresholds. The lv (left ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted: (B)(6) 2008; 5076-52 lead implanted: (B)(6) 2004. (B)(4).